Event description:
The hcp reported that the pt presented to the emergency room and is unresponsive. The hcp indicated that they believes that the pt is receiving three different drugs and that pt is receiving "too much clonidine". A follow-up report will be send if additional information becomes available.